Manufacturer narrative:
Based on the results of the investigation, it is likely, that the following led to the malfunction: corrosion of electrical contacts. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation. It was observed, that the camera head exhibited corrosion of the electrical contacts. There was no patient involvement.